Event description:
It was reported via literature that vessel recoil occurred, requiring an additional stent. During a case study review, a 5.0 x 120 mm ranger drug coated balloon was used for a left distal subclavian occlusion at the transition to the axillar artery, with collateral distal filling. Fluoroscopy detected heavy calcification; balloon angioplasty with unknown balloon showed a 'waist' was present, indicating incomplete expansion. Intravascular ultrasound (ivus) imaging confirmed severe, partly circumferential lesion calcification. Therefore, intravascular lithotripsy (ivl) was used to better dilate the lesion using 5.0 x 60 mm ivl balloon. In addition, drug coated balloon angioplasty was performed using a 5.0 x 120 mm ranger. Then ivus was again performed, demonstrating vessel recoil; as such, a self-expanding bare metal stent was implanted. The patients clinical course was uneventful, and duplex scans at four weeks showed triphasic flow in downstream arteries with full symptom resolution.

Manufacturer narrative:
B3: date of event: estimated as the event date was not provided. Device technical analysis: the device was not returned as the event was part of a journal article review; therefore, product analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger dcb device confirmed that the event of vessel occlusion is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the ranger dcb device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was known inherent risk of device. The reported event of vessel occlusion does not represent a new or unanticipated failure type or harm and was found to be disclosed in the product labeling and documented in the product hazard analysis. Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Article citation: korosoglou g, bockler d, secemsky e. Radiation-induced subclavian artery stenosis with varying lesion complexity requiring revascularization. Jacc case rep. 2026 jan 21;31(3):106248. Doi: 10.1016/j.jaccas.2025.106248. Epub 2025 dec 2. Pmid: 41335062.